Event description:
The technician alleged that when the cardio pulmonary resuscitation was activated the head section would not lower. No injury reported.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.